Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance with the warranty information on the insulin pump. The customer stated that she did discontinue the insulin pump therapy because she went into the hospital unconscious. The customer stated that she received instructions from the local trainer on how to calibrate her glucose monitor and ended in the hospital. No further information was provided.